Manufacturer narrative:
Gap on the bottom of the bottle lead to leakage. Leaking unicel dxi wash buffer containers are being tracked and trended by bec. (B)(4).

Event description:
A beckman coulter inc. (Bec) employee discovered three (3) cubetainers of unicel dxi wash buffer that were leaking in the warehouse. There was no affect to patients or end users in connection with this event.